Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. No button error alarm or unexpected frozen display was noted during testing. The pump also had a cracked reservoir tube lip, a cracked case at the display window corner, minor scratches on the lcd window, a scratched reservoir tube window, and a cracked belt clip slot.

Event description:
Customer reported via phone call to have received a button error alarm. Customer also reported of having a frozen screen display. Customer's blood glucose was 231 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.